Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot was performed and passed. Functional test was performed and passed. An internal visual inspection was performed and passed. The log was downloaded and found no data in the log within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.